Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) during I-drain; the hp was connected at the time of the alarm. The technical service representative (tsr) informed the hp to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.